Event description:
A CPAP device was returned for a routine repair. Upon repair evaluation, it was discovered that there was an exposed prong still attached to the power cord which is an accessory to the CPAP device. There was no report pt harm. An investigation was performed and it was determined that the molded female connector that connects the power cord to the unit had shown separation. Testing was performed on a representative sample and has indicated that the design of the power cord meets the specifications and the applicable standards for power cords.